Event description:
Tubing separation at the pre-pierced reseal y-site port. It is unspecified whether the separation occurred above or below the pre-pierced reseal port. The device was never used on a pt, and there was no delay in critical therapy. Though requested, no additional info was provided.